Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen did not function and a s421 (motor error-pmc, right) malfunction alarm code was noted in the device history. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was noted.